Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a davinci-assisted abdominoperineal amputation of the rectum, after inserting the fenestrated bipolar forceps instrument through the trocar, the jaws automatically opened and the instrument was locked in this position. It was necessary to open the port with an emergency key. The instrument was replaced with a new one. The procedure was completed with no report of patient harm, adverse outcome or injury and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) contacted the reporter and obtained the following information: the instrument opened on its own without the surgeon's command. This occurred with the surgeon's head outside of the surgeon console¿s high resolution stereo viewer and while the surgeon was not attempting to manipulate the instrument. There was no injury to the patient and no fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was installed and operated on an in-house system. It successfully passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grip tips opened and closed properly, and the instrument passed the grip test. It also passed energy delivery testing across various grip orientations, as well as the electrical continuity test. The instrument was fully functional, and no product issues were identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Based on the investigation results, the customer-reported issues may be attributed to factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.